Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, a surgical cart with the endostat unit and other pieces of electrical equipment were plugged into the wall. During preparation for a procedure, there was an electrical issue which resulted in a loss of power to all equipment on the cart. When turning the equipment back on, all pieces functioned properly except for the endostat unit, which would not turn on. A technician checked the cord and fuses without success. The complainant was able to bring in another setup to perform the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, a surgical cart with the endostat unit and other pieces of electrical equipment were plugged into the wall. During preparation for a procedure, there was an electrical issue which resulted in a loss of power to all equipment on the cart. When turning the equipment back on, all pieces functioned properly except for the endostat unit, which would not turn on. A technician checked the cord and fuses without success. The complainant was able to bring in another setup to perform the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned unit was in fair physical condition; there was no damage to the cover or chassis, and all knobs and switches functioned properly. Electrically, the unit would not power up; the line fuse was blown and needed to be replaced. The rf board was inspected for additional issues and no other damage was noted. Once the fuse was replaced, the unit passed all final testing. The condition of the returned device was consistent with the complaint that the unit would not turn on; the complaint was confirmed. The blown fuse may have resulted from the reported electrical issues. A review of the device history record (DHR) was performed; no anomalies were noted.